Manufacturer narrative:
Upon examination, it was found that a component on the circuit board had failed which caused the spark witnessed by the user. The switch housing protected the user from exposure to the spark. Two corrective actions have been implanted to correct.

Event description:
It was reported that switch emitted sparks.